Manufacturer narrative:
Evaluation summary: the customer indicated the use of a non-qualified cartridge. A handpiece and viscoelastic was indicated, which is qualified for this lens with the qualified cartridge combinations. The root cause is most likely related to a failure to follow the directions for use (dfu). The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the surgeon moved the lens and the haptic broke due to a capsule rupture. Additional information was provided that after the capsule ruptured the surgeon tried to move the lens and the haptic broke. The lens was removed from the eye. Additional information has been requested.